Manufacturer narrative:
The device was returned to olympus. The product was returned with no complaint. The product analysis found that image-evis has no image, high glue, more than 10 and pc board not responding. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no image. There was no patient involvement.